Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past one year from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined since the reported event could not be confirmed from the device. The device handling for clipping has warned in the instruction manual as follows. Do not insert the clip applicator into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as bleeding, or mucous membrane damage. It may also damage the endoscope, clip applicator, and/or clip. Do not force the distal end of the insertion portion against body cavity tissue. This could cause patient injury, such as bleeding or mucous membrane damage. Do not extend the clip abruptly from the distal end of the coil sheath. Also, when pushing the clip out of the coil sheath, keep a sufficient distance between the distal end of the coil sheath and the mucous membrane. If the clip is extended without keeping this distance, the clip may hit against the tissue unintentionally, and hemorrhage, mucous membrane damage, dropping off of the clip, or break up of the clip may result.

Event description:
After an endoscopic submucosal dissection (esd) for colon, the user used the subject device to close the perforation. When the user observed the x-ray image after the procedure, the user found that the clip was inside the patient's abdominal cavity. No injury was reported. The user consulted with a hospital surgeon and had performed a follow up examination. It was reported that no additional treatment was planned so far. Additional information was provided that the doctor thought the clip detached and fell off inside the patient's abdominal cavity after he placed the clip.